Event description:
It was reported that while inserting the center pin into the femur and fixing the cutting block, the surgeon attempted to insert the smooth pin medially. However, the pin did not go in properly and broke off. The broken pin connection was left in the pin attachment. There was a 5-10 minute surgical delay. The surgical technique was utilized. No pieces fell into the patient. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00590102100 - drill pin and screw inserter - 62822780. G2 : foreign country : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the returned product identified signs of use (striations) and confirmed the complaint that the pin is fractured, the fractured piece remains lodged inside the inserter. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.